Event description:
When the paramedica arrived, the user was lying in the street next to the broken walker, in a downhill. The walker's right rear wheel lay next to the walker. The user was unconscious when the paramedics arrived. She woke up after awhile but was disoriented. The user died a few days later at the hospital in (B)(6). The (B)(6) investigated. Neither the fall nor the injuries or death was attributed to the walker.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was loose, but undamaged behind the wheel cap. The diameter at the end of the right wheel axle was 0.4 mm smaller than spec, and the edges of the circlip groove were blunt. The wheels had been changed when the walker was serviced. It is unk whether the wheel came off because the user collapsed as a result of medical issues, or whether the wheel loss caused the fall. (B)(4).